Event description:
It was reported that the nurse noticed fluid leaking when the distal port was flushed. The dressing was broken down and re-dressed. The site continued to leak. The nurse then taped off the distal port. Another lumen had dobutamine infusing and the other port was clotted off. Presep was dc¿d and a PICC line was placed to continue IV therapy.

Manufacturer narrative:
One triple lumen presep oligon catheter was returned for evaluation. The catheter appeared to be in good condition. No packaging was returned. Examination of the catheter found a split in the catheter tube. The split is located at the distal edge of the suture ring on the backform. Leak testing found leakage occurred from the split when injecting air through the distal hub/lumen. No other leaks were observed when testing the two proximal lumens. The catheter also passed invitro calibration testing. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.